Manufacturer narrative:
(B)(4). Approximate age of device - 2 months. (Calculated from the date when the battery was issued to the patient). The device was returned for evaluation. The evaluation is not yet complete.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that upon removing the battery from the charger, a static discharge with a "spark" occurred when one of the batteries made contact with a metal cart. The battery no longer indicated that it was charged. When the battery button was depressed, all lights remained off indicating a depleted battery. The patient attempted to recharge the battery and was unsuccessful. The battery was replaced and no patient injury was reported.

Manufacturer narrative:
The device was returned for evaluation. The reported event was confirmed during the investigation of the returned battery. The pack was electrically shorted and likely attempted to be used in sleep (protection) mode. The positive and negative terminals of the pack revealed burn marks which is indicative of being electrically shorted. Short-circuiting a pack places it into sleep (protection) mode. When received, the pack was in sleep (protection) mode and fully charged. The pack voltage and several fuel gauge parameters confirmed that the pack was fully charged just prior to being shorted. Typically, a charger will take a pack out of protection mode. However, if the pack voltage is higher than the charge voltage, a fault will occur in the charger. No further information was provided. The manufacturer is closing the file on this event.